Event description:
Discectomy in (B)(6) 2011, 2 levels; screws broke not sure when but just had a 2nd surgery (B)(6) 2014; removed broken hardware; replaced with new including another level in my neck; 2 pieces of broken screws that were pulled out and the hardware given to me from pathology. Would like to have analyzed to see why this hardware broke. This was 2 surgeries within 2 1/2 yrs; very traumatic; very costly; very painful; why would the screws have broken? Were they faulty?